Event description:
ICD was explanted electively and returned as a result of the angeion initiated "field action" for possible premature battery depletion concerning all angeion manufactured lyra model ICD's.